Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a healthcare provider (hcp) via company representative (rep) who reported that the patient had another post-operative appointment on (B)(6) 2021 and their wound opened back up. The patient was sent to the hospital for a complete explant of the pump, existing in use catheter, existing abandoned catheter, and pouch x2. There were no known factors that may have led or contributed to the issue. The issue was resolved at the time of report. The patient's medical history was asked but unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID :8780, lot#/ serial#: (B)(4) , implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: 18-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (2000 mcg/ml at 899.7 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had their pump replaced on (B)(6) 2021 and when they went to see their healthcare provider (hcp) for their post operative appointment it was found that the pocket incision had opened approximately 1 cm. The hcp sent them for an emergency irrigation and wound closure procedure. There were no external factors that contributed to the issue and no diagnostics/troubleshooting were performed. The issue was resolved at the time of the report.